Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. The reported issue of "poor air/water supply" was confirmed. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Adhesive on a-rubber has a crack (bending section). Objective lens has a crack. Adhesive around objective lens is peeled. Indication on s-connector is peeled. Connecting tube has a wrinkle. Due to the nature of this reportable event (nozzle clogged with foreign material), follow up regarding the customer cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Follow up information, the following information conveyed: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. Did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Facility noted normal, no abnormalities on the accessories used for reprocessing. Pre-cleaning information: flushing of the air/water nozzle with water and air- noted ¿unknown¿. Flushing air/water nozzle with detergent solution- noted ¿unknown¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "poor air/water supply". No harm was reported. No patient harm, no user injury reported. Device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.". "Inspection of the objective lens cleaning function". "1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.